Event description:
Procedure type: low anterior resection. According to the reporter: after firing and opening the stapler, the surgeon encountered resistance removing the stapler from the anastomosis. After some maneuvering, the stapler came out but the anastomosis opened about 2 centimeters. The donut was observed complete. The surgeon placed a ta type stapler lower on the rectum and used an other eea stapler to make another anastomosis. Surgery was extended more than 30 minutes. No blood loss was reported. The patient is currently in well condition.